Manufacturer narrative:
The brush catheter was returned for evaluation along with a marker band in a separate bag. The catheter was inspected visually and functionally. The distal and proximal marker bands were both firmly in place. There was no defect found on the device. An inquiry of the user was made as to the possibility of the wrong device being returned. There was only one catheter used in the case. Product lot history review did not reveal any non-conformances that would have contributed to the reported event. The product met the acceptance criteria prior to release. Based on the initial report, the compliant lot history, and the results of this evaluation, a definitive conclusion cannot be drawn. The marker banks of the returned device were firmly in place, and only device was used in the case.

Event description:
One of the distal marker bands on the brush catheter came off inside the patient and was able to be retrieved using an ev3 gooseneck snare. No patient sequelae as a result of this event.